Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium in both eyes (ou) on the same day of laser treatment. A bandage contact lens (bcl) was placed ou and a debridement was performed on the left eye (os) only. The patient had no complaint or comments. Pre-op best corrected visual acuity (bcva) from (B)(6) 2018: right eye (od) pre-op 20/20 -3.00 x -1.00 x 96, left eye (os) pre-op 20/20 -2.25 x -1.00 x 77.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.